Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly also found corroded motor home switch noted. No constant tone alarm noted. The insulin pump has cracked reservoir tube lip, cracked case near the display window corners and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call, the customer was on vacation and he got the insulin pump wet. Now the device is constantly beeping. The customer's blood glucose was 160 mg/dl. Customer's mother stated the device did have a blank display immediately after the device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.